Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specification. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. According to the IFU, appropriate procedural imaging is required to successfully position the gore® tag® conformable thoracic stent graft in the landing zone and to improve apposition to the aortic wall.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment of a thoracic aneurysm using a conformable gore® tag® thoracic endoprosthesis. At the final angiography a distal type I endoleak was confirmed. After ballooning was performed, the leak was still suspected but it was decided to be monitored. On (B)(6) 2020, at the follow-up, it was reported the distal type I endoleak still remained. On (B)(6) 2020, as a treatment, an additional stentgraft was implanted at the distal side, and the endoleak was resolved. The patient tolerated the procedure. The physician did not comment about the root cause of this event. According to the sales representative, the length of the distal landing zone was not enough at the index procedure and was measured about 16mm.